Event description:
It was reported that during a laparoscopic anterior resection, there was a gap between the cartridge and device when the cartridge was loaded into the jaws at the 2nd firing. The device was used on the rectum. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1st f/u attempted for additional information assigned to loc: it is stated: there was a gap between the cartridge and device. Please clarify if the gap means that the cartridge is loose inside the jaw? Or/ the gap means that the jaws of the device could not be completely closed generating a gap in-between? The cartridge was loose inside the jaw.

Manufacturer narrative:
Pc(B)(4) date sent: (B)(4)2022 d4 batch # 491a37 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition of the device. A test reload was placed and removed with no issues noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.